Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that the pump keep infusing after infusion completion. It is also reported that the device over infused. From the reported information there are no indications of serious injury to the patient.

Manufacturer narrative:
The customer's report of an over infusion was not confirmed. From the event log review the lvp appears to have operated as programmed and initiated alarm conditions to the user. The root cause of the customer's report could not be confirmed.

Event description:
The reported feedback suggests that the pump keep infusing after infusion completion.